Event description:
The customer reported generation of one (1) erroneous patient results for sodium (na) and chloride (cl) and low anion gaps involving the dxc700 au clinical chemistry analyzer. The customer did not provide patient demographic. The customer repeated the patient sample on another analyzer and obtained results considered correct by the customer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found bubble in reference electrode tip, worn tubing, and malfunctioning valve. The fse determined the primary failure mode was due to faulty valve assembly. The fse replaced the valve assembly which resolved the issue. The fse verified system performance without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).